Event description:
It was reported that a portion of the device detached. Vascular access was obtained using a superficial femoral dilation by crossover. Following a 45 cm non-bsc introducer sheath, a 6x60x130 innova metallic stent was deployed on the target lesion. While withdrawing the device carrier, it hooked up to the introducer at the bifurcation of aorto bi-iliac artery. A tear and a visible damage at the distal part of the unmeshed introducer sheath was noticed and a distal part of the delivery system detached. The physician could not retrieve the detached portion and placed it in a collateral of the femoral artery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova stent delivery system (sds) with no other devices. A portion of the rack (including the deployment knob and an unknown length of the rack) was detached and not received for analysis. Magnified inspection of the fractured end of the rack revealed no evidence of any material or manufacturing deficiencies. The shaft was kinked at the distal end of the handle. The blue outer sheath was buckled 24.5cm, beginning at the distal end. The distal inner shaft was detached 5cm from the middle shaft. An unknown length of the inner shaft, including the distal tip, was not received for analysis. Magnified examination of the fractured end of the inner shaft presented no evidence of any material or processing defects. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a portion of the device detached. Vascular access was obtained using a superficial femoral dilation by crossover. Following a 45 cm non-bsc introducer sheath, a 6x60x130 innova metallic stent was deployed on the target lesion. While withdrawing the device carrier, it hooked up to the introducer at the bifurcation of aorto bi-iliac artery. A tear and a visible damage at the distal part of the unmeshed introducer sheath was noticed and a distal part of the delivery system detached. The physician could not retrieve the detached portion and placed it in a collateral of the femoral artery. No further patient complications were reported.